Manufacturer narrative:
B5- description clarification: in order to clarify the initial event, it should be noted the original catheter exchange procedure was aborted and had to be performed again. Information confirming this was received on 25jan2019. H6 ¿ patient code: 3191 [no code available]- initial catheter exchange procedure was performed again after fragment was removed. Investigation ¿ evaluation. A review of the complaint history, device history record, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The visual inspection found about 25% of the device was returned used, damaged, and missing all mandril and safety wire. The device was measured within specifications for outer coil diameter. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The lot number was not provided; however, a review of the device history record was conducted with the three possible lots provided to the customer within the last three years. There was one related nonconformance across these three lots in which the device was scrapped. It should be noted there were no other complaints reported for these lot numbers. Based on the information provided, the examination of the returned product, and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device common name: dqx wire, guide, catheter. Device product code: dqx. Concomitant medical products: edwards pa catheter, multi-lumen access catheter (mac). PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a safe-t-j fixed core wire guide was used in an exchange of tlm catheter which was placed at an earlier unknown date. The user inserted the safe-t-j fixed core wire guide through the brown lumen and removal through the existing tlm catheter was successful. The provider made a larger skin incision to insert the dilator over the wire guide. It was reported as the user attempted to insert multi-lumen access catheter (mac) sheath over wire guide he encountered some difficultly inserting over the wire guide. It was also reported a second user "...came in and wiggled wire to make sure it is inside the vessel and moving fine". The larger portion of the guide wire was able to be removed by the physician; however, there was a smaller portion of the wire that was coiled upon removal. Consequently, a section of the guide wire detached in the left subclavian vein. As reported, an x-ray showed wire fragment in vessel. The patient was transferred to "ir" to have the wire fragment surgically removed successfully. No other adverse effects were reported for this incident.